Event description:
The intra-aortic balloon was inserted into the pt on 4/13/98. On 4/18/98, blood was noted in the catheter and the intra-aortic balloon was surgically removed. There were no further complications. (Event complications: the intra-aortic balloon was surgically removed- reported 4/22/98.) (Pt's current status: unk- 4/22/98.)